Event description:
User facility reports one incident of a separation between the fistula needle luer connector and the bloodline connector. Ebl = 200cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only. The actual complaint sample was discarded at the time of the incident.